Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had to go to the emergency room twice due to low blood glucose levels. Blood glucose level at the time of the most recent event was 448 mg/dl. The customer stated that she was blacking out. The customer stated that she was not treated in the emergency room. The customer also reported that she had been receiving incorrect readings. Customer stated that she received a blood glucose level of 414 mg/dl on her meter, and her husband's showed a reading of 62 mg/dl. The customer was sent a replacement meter but did not return any product for analysis.